Manufacturer narrative:
(B)(4); the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient received two inappropriate shocks due to t-wave oversensing. It was noted that the patient was exercising and out of breath at the time of the shocks. Boston scientific technical services (ts) was consulted and discussed programming options. An exercise test was performed and optimization was performed. An x-ray was taken and no change was seen in the implant location. Eight months later the patient received another inappropriate shock due to t-wave oversensing. It was noted that the patient has a bundle branch block that intermittently changes the morphology and then reduces the r-wave amplitude. Subsequently the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI = (B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches on the header. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of the recorded episodes shows a change in the morphology of the waveform during the episode. This is sensed and therapy is delivered.

Event description:
---